Event description:
It was reported that patient underwent a left knee revision approximately ten years post-implantation due to implant loosening. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02713, 0002648920-2023-00239, 0001822565-2023-02714. D10 medical devices: left size d cemented option femoral component catalog#: 00599401491 lot#: 62295125 13mm diameter 100mm length straight stem extension combined length 145mm catalog#: 00598801013 lot#: 62255339. Prc agmt block dist sz d 5mm catalog#: 00599003410 lot#: 62218807. G2 foreign source: australia. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history for this part number identified no additional complaints for the part search and part and this part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.